Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not deliver defibrillation energy. Physio-control contacted the customer in order to obtain additional information about the patient and event; however, no response was received.

Manufacturer narrative:
Corrected information: patient identifier of the initial medwatch report indicates blank patient identifier of the initial medwatch report should indicate ni age at time of event of the initial medwatch report indicates blank age at time of event of the initial medwatch report should indicate 65 year(s) gender of the initial medwatch report indicates blank gender of the initial medwatch report should indicate m weight of the initial medwatch report indicates blank weight of the initial medwatch report should indicate 100 kilogram(s) event date of the initial medwatch report indicates 10/01/2018 event date of the initial medwatch report should indicate 10/08/2018 section b5, executive summary of the initial medwatch report indicates: the customer contacted physio-control to report that their device would not deliver defibrillation energy. Physio-control contacted the customer in order to obtain additional information about the patient and event; however, no response was received. Section b5, executive summary of the initial medwatch report should indicate: the customer contacted physio-control to report that their device would not deliver defibrillation energy to a patient with a myocardial infarction in which ventricular fibrillation was observed during a coronary angioplasty. The device was used with standard (hard) paddles and charged to 360 joules. The device would not discharge the defibrillation energy initially. Another attempt was made to charge the device and the patient was provided with a shock of defibrillation energy. The patient associated with the event was not harmed. New information for supplemental medwatch report: h6: physio-control evaluated the customer's device and was unable to reproduce the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would not deliver defibrillation energy to a patient with a myocardial infarction in which ventricular fibrillation was observed during a coronary angioplasty. The device was used with standard (hard) paddles and charged to 360 joules. The device would not discharge the defibrillation energy initially. Another attempt was made to charge the device and the patient was provided with a shock of defibrillation energy. The patient associated with the event was not harmed.